Manufacturer narrative:
(B)(4). Investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached to it. The clip assembly was returned in a separate bag. It was also observed that the catheter was cut and the outer-sheath was not returned with the device. Microscopic examination was performed and it was found that the clip assembly was activated. The clip arms were misaligned and the bottom part of the capsule was widened with evidence of flaring into the bushing. Additionally, the bushing had hit marks and the bushing tabs were rounded. Dimensional analysis was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and the pin gage, and both were confirmed to be out of specification. No other problems with the device were noted. Based on the condition of the returned device, the reported event of clip premature deployment was not confirmed. Investigation found that the hooks of the bushing were out of specification and the capsule tabs were rounded with evidence of flaring of the capsule into the bushing which can be traced to the manufacturing process as a contributing factor and could contribute to a clip deployment problem. Additionally, the hit marks found on the bushing is likely due to the flaring of the capsule onto the bushing. The found problem of clip arms misaligned is likely due to operational factors such as the amount of tissue grasped during the procedure. Taking all available information into consideration, the most probable root cause of this event is manufacturing deficiency, as the reported event was traced to the manufacturing process. An investigation to address this problem is in progress. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the fundus of the stomach during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, it was noticed that the tip of the clip fell off under the gastroscope. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation findings of bushing hooks were out of specification and the bushing tabs were rounded.